Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that during surgery, the device broke while being used. The procedure was completed without delay using a back-up device. It is unknown if there was a patient impact due to this issue.